Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2012-01844 for the other associated device information. It was reported to boston scientific corporation that an endovive standard peg kit push method was used in a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, during the procedure when they fed the peg tube over the guidewire, there was resistance and the tube would not advance. They removed the peg tube and the tip of the tube had crinkled and bunched up on itself. They tried again with a new endovive standard peg kit push method and the same event occurred. The physician and nurse were able to complete the procedure with a third endovive standard peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination found 10 cm of thermoformed tubing stretched and necked down starting at approximately 10 cm from proximal end of the device, most likely in an attempt to place the device. The thermoformed tubing was measured to be approximately 40.75 inches long, which is not within specification. Specifications are 39.4 ± 1.0 inches. No other issues were noted during the evaluation. The condition of the returned unit was consistent with the complaint incident that the feeding tube was difficult to place. Based on the event description and the evaluation of this and other similar returned devices, the most probable root cause is operational context. A device history record (DHR) review of lot numbers 14618611 was performed and revealed no issues related to the reported complaint.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2012-01844 for the other associated device information. It was reported to boston scientific corporation that an endovive standard peg kit push method was used in a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2012. According to the complainant, during the procedure when they fed the peg tube over the guidewire, there was resistance and the tube would not advance. They removed the peg tube and the tip of the tube had crinkled and bunched up on itself. They tried again with a new endovive standard peg kit push method and the same event occurred. The physician and nurse were able to complete the procedure with a third endovive standard peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.